Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Contractions, dyspareunia. The patient had the mesh removed on (B)(6) 2011 due to incontinence, erosion, contractions, and dyspareunia. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that patient underwent mesh excision, urethrolysis, and flexible cystourethroscopy on (B)(6) 2011 (per operative report). No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence, urgency, frequency, nocturia and hematuria.